Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, at the final part of an end to end anastomosis of the bowel, after firing and when removing the device the surgeon struggled to remove the stapler. Once eventually removed, it was noted that there seemed to be staples still on the stapler and upon inspection, all donuts were intact. Surgeon was unsure if the staples found came from the circular stapler or from another device that was used initially. Anastomosis was checked and to find out that was fully intact. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Microscopic examination noted nicks on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring with the ring found to be partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced, despite the noted knife blade damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, at the final part of an end to end anastomosis of the bowel, after firing and when removing the device the surgeon struggled to remove the stapler. Once eventually removed, it was noted that there seemed to be staples still on the stapler and upon inspection, all donuts were intact. Surgeon was unsure if the staples found came from the circular stapler or from another device that was used initially. As per the reporter, the loose staples that were discovered were as a result of her having stapled through the previous staple line created by the other stapler and not due to a malfunction connected to the circular stapler. Anastomosis was checked and to find out that was fully intact. No patient injury.